Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an empty cartridge alarm occurred after the cartridge was filled with 460 units. Reportedly, the customer successfully reloaded the cartridge and insulin delivery was resumed. There was no reported impact to blood glucose.